Event description:
Primary procedure on (B)(6) 2005, no complications noted. Patient had lift flap enh (enhancement) ou on (B)(6) 2010. On (B)(6) 2010, patient referred by co-managing od for possible flap lift for epi in-growth ou. Vasc 20/20 od. Dr discussed epi in-growth with patient and decided to proceed with od only today. Flap lifted and cleaned. Flap in position and clean 1 day post operation epi in-growth removal all in-growth cleared away. Vasc 20/50 re-check one week with co-managing doctor.

Manufacturer narrative:
(B)(4), (epithelial in-growth). Evaluation: equipment was evaluated by a field service engineer (fse) after the event. Mechanical and performance test were performed including a visual examination. Fse completed troubleshooting of oscillator by performing adjustments and system meets amo specification. No parts were replaced.